Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 522 mg/dl. The customer was treated for the high blood glucose with water. The customer stated that their insulin pump keeps asking them to check their blood glucose levels but does not see the option to decline the message. The customer was informed that the option would to be there because their blood glucose levels were too high. The customer did not troubleshoot and did not send the product back for analysis.